Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported during use it was discovered that the hub was damaged with a bd needle precisionglide¿. The following information was provided by the initial reporter, translated from portuguese to english: needle 30x8 with defect in the region that connects to the luer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use it was discovered that the hub was damaged with a bd needle precisionglide¿. The following information was provided by the initial reporter, translated from portuguese to english: needle 30x8 with defect in the region that connects to the luer.